Event description:
The event occurred on unspecified dates between (B)(6) and involved a tego connector where the customer reported that the external silicone seal is ripping off very easily when the luer lock syringes are connected in the hemodialysis unit. The status of the product at time of event was while flushing the hemodialysis catheter lumen (during connection or disconnection). The defects were noticed in the silicone coating of the tego connectors. They are popping out while removing the syringes/ some are ripped off while removing the syringe. The product was in clinical use at the time of event and it was connected to the vascular catheter. There was patient involvement but no patient harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
Eleven (11) used. List #d1000, tego¿ connector was returned for evaluation. As received, excessive seal tearing was observed on each of the tegos. No other anomalies were observed. Pictures included of the first three samples; all other samples have similar damage, and the photos of the three samples are representative of the other eight samples. No mating device was returned for evaluation. The complaint can be confirmed. The probable cause of the torn seal on all samples is due to variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/28/2025.